Manufacturer narrative:
Concomitant medical products: 36mm +0 biolox head; size 7ha collar stem. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the male patient was brought to surgery with possible right femur stem loosening. The femoral head was removed, the stem was checked and found to be loose. The acetabular liner was removed and the cup was found to be well fixed. The patient received a new g2 xle lipped poly, a 20x245 monobloc stem, and a 36+3.5 biolox head. Patient was last known to be in stable condition following the event. The devices are not available for evaluation due to the patient requested the implants.

Manufacturer narrative:
(H3) the revision reported was likely the result of an insufficient bond between the femoral stem and the bone, which led to aseptic (non-infected) femoral stem loosening. However, this cannot be confirmed as the device was not available for evaluation. The most probable root cause associated with the reported event of "loosening - femoral stem¿ is associated with weakened integration of the femoral stem at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device.

Manufacturer narrative:
Section d10: concomitant medical products integrip cc, cluster 52mm, g2 (cat# 186-01-52 / serial# (B)(6)). Nv gxl liner neutral, 36mm ID, group 2 cups (cat# 130-36-52 / serial# (B)(6)). Biolox delta femoral head 36mm od, +0mm (cat# 170-36-00 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.